Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient said the hospital used purewick female external catheter did not work and caused bladder issues and resulted in patient had to be catheterized and also complained that it was a false advertisement as well. It was unknown what medical intervention was provided.

Event description:
It was reported that the patient said the hospital used purewick female external catheter did not work and caused bladder issues and resulted in patient had to be catheterized and also complained that it was a false advertisement as well. It was unknown what medical intervention was provided.

Manufacturer narrative:
Per additional information received, it has been determined that this event is not reportable as there is no allegation against the product. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.